Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer reverted to an alternate pump for insulin therapy.